Event description:
It was reported that , the cs100 intra- aortic balloon pump (iabp) abnormally powered off. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge field service engineer (fse) reported that the iabp unit was cleared for clinical use and returned to the customer.

Event description:
It was reported that , the cs100 intra- aortic balloon pump (iabp) abnormally powered off. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that when the iabp unit was turned on, the buttons on the screen can not be used and the iabp unit would automatically shut down within five minutes of being turned on. The fse investigated further and determined that the power supply and keypad board had failed. The fse obtained another iabp unit and cross tested the known working power supply and keypad board. The keypad was determined to be faulty. Additionally, after receiving an intra-aortic balloon (iab), the fse observed that the helium gas could not be automatically recharged. The fse cross tested the parts from another iabp unit and determined that the assembly, pressure nacium reservoir, volume cylinder and drive manifold were faulty. It was noted that the parts were taken from a backup iabp unit borrowed from another building within the facility. The fse replaced the power supply. The current status of the iabp unit is unknown and attempts are being made to obtain additional information. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that , the cs100 intra- aortic balloon pump (iabp) abnormally powered off. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.